Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR report number 3004209178-2011-82165.

Event description:
The customer stated that she was hospitalized due to low blood glucose levels, with a reading of 94 mg/dl. The customer stated that her blood glucose was 30 mg/dl this morning. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that daily totals did not add up correctly for the past few days. The customer was not comfortable with the insulin pump, and requested a replacement. The customer also mentioned that insulin leaked from the reservoir into the reservoir compartment. Nothing further was reported.